Event description:
It was reported when an asymptomatic patient presented in clinic, no capture issue was observed on the lv lead. Lead dislodgement was observed via chest x-ray. Lead was explanted and a new lead was implanted. Patient was stable prior and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.